Event description:
Customer reported that she was experiencing high blood glucose levels on the day of the call. Blood glucose level was 447 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.